Event description:
Reporter alleged discrepant back to back blood glucose values of 302, 208, and 450 mg/dl when all tests were performed within 10 mins on the advantage system. The location of the testing was not provided. No actions were taken or treatment was rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.